Manufacturer narrative:
Correction: to missing b1, b2 and h1 for serious injury.

Event description:
New information notes that the right ventricular (rv) lead was capped on (B)(6) 2023 and replaced with a new rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed high pacing impedance, high capture thresholds, and inadequate therapy on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.